Event description:
It was reported "dullness of bard powerglide pro midline catheters". Additional information received via phone call: "we have to jab the patient very hard, and it will not go in the vein at all even if we are able to break skin. The plastic part of the catheter is flared." (B)(6) 2022: four samples were returned. All four samples exhibited the distal tip to be irregular. The irregular tip appeared to cause a rough transition between the catheter tip and the needle shaft. This report addresses the first device.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficult powerglide insertion was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was four 18ga x 10cm powerglide pro midline catheter assemblies. All four samples were received fully assembled. Three samples appeared free of use residues. The fourth exhibited blood residue within the needle and catheter. Microscopic inspection of all four samples revealed irregular catheter tips. The irregular tips appeared to cause a rough transitions between the catheter tips and the needle shafts. The observed roughness between the catheter tips and the needle shafts would potentially result in resistance during attempted device insertion. The lack of use residues suggested that the catheter tip irregularities likely occurred during the catheter tipping process. Photographs of the sample have been forwarded to the manufacturing site for further evaluation. A lot history review (lhr) of refw4292 showed six other similar product complaint(s) from this lot number.